Manufacturer narrative:
This report is being filed on an international product, list number 08d06-77 that has a similar product distributed in the us, list number 08d06-31/-41. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.updated section d: suspect medical device: d4 - catalog no: initial: 08d06-39 / updated: 08d06-77; d4 - lot no: initial: 25445be00 / updated: 25445be01.

Manufacturer narrative:
This report is being filed on an international product, list number 08d06-39 that has a similar product distributed in the us, list number 08d06-31/-41. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a (B)(6) architect syphilis tp result for a patient while running on the architect i2000sr analyzer. The following data was provided ((B)(6)): architect syphilis tp result = (B)(6), repeat result = (B)(6). Fluorescence method test = (B)(6). Tppa result = (B)(6). Trust result = (B)(6). There was no impact to patient management reported. No specific patient information was provided.

Manufacturer narrative:
The complaint investigation for false nonreactive architect syphilis tp result included a search for similar complaints, and the review of complaint text, trending data, labeling, device history records and in-house testing was completed. Return testing was not performed as returns were not available. Trending was reviewed and did not identify any trends for the product for the issue. In-house testing was done using a retained reagent kit of the complaint lot 25445be01 in a sensitivity setup. All controls met specifications and no false non-reactive results were obtained, indicating that the sensitivity performance is not negatively impacted. Device history records were reviewed and did not identify any non-conformances or deviations associated with the product and complaint issue. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or deficiency for architect syphilis tp, reagent lot 25445be01 was identified.